Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015, dtba1q1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diaphragmatic stimulation from the right ventricular (rv) lead. The rv lead output was reduced and remains in use. No further patient complications have been reported as a result of this event.